Event description:
The customer contact reported that the device delivered an unrequested loading dose. On an unspecified date and time, the device was programmed in the pacu (post anesthesia care unit) to deliver an unspecified pain medication. No specific programming parameters were provided. After unspecified length of time, it was reported the nurse noted a loading dose being delivered; however, the loading dose had not been initiated by the nurse. At that time, the nurse stopped the delivery. It was reported only a minimal volume of medication was delivered to the pt. The device was removed from clinical use. Therapy was resumed with a replacement device. It was reported there was no change in the pt status. There were no reported adverse effects. No medical interventions were required. During testing at the facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.